Manufacturer narrative:
Additional device related to this event: (B)(4). A review of the mfg paperwork is being conducted. The lot number for the second (B)(4) balloon catheter is not available, therefore, a review of the mfg paperwork will not be conducted.

Event description:
On (B)(6) 2011, the pt was implanted with three gore tag thoracic endoprostheses to treat a ruptured thoracic aneurysm. After the second device was successfully deployed, the physician inserted a gore tri-lobe balloon catheter to balloon the previously deployed grafts. The balloon got stuck and was unable to be pulled back into the sheath. A snare technique was performed to try to pull the balloon back into the sheath and was unsuccessful. The physician decided to cut the balloon catheter and leave part of the device inside the pt's left iliac artery. The sheath consequently pulled a previously implanted cook zenith stent graft away from a previously implanted contralateral leg component. A second gore tri-lobe balloon was inserted into the pt and got stuck inside the sheath as well. The sheath and the balloon were removed together and a new sheath was inserted into the pt. An unplanned aui using a cook occluder device and a fem-fem bypass crossover were performed to regain blood flow to the occluded iliac artery. The blood flow was restored and the pt tolerated the procedure.